Event description:
It was reported that the patient was implanted a durom us acetabular component 56/50 p on (B)(6) 2007 and underwent revision surgery on (B)(6) 2013 due to loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for while zimmer implemented a notification in july 2008 as reference above. Should add'l info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer gmbh considers this case as closed. (B)(4).